Event description:
Note: this report pertains to the second of four occasions mentioned in the event description. Medwatch reports: 2126666-2025-00017, 2126666-2025-00019, and 2126666-2025-00020 capture the other three occasions. Event description: ecn event description: wire was used for tavi using abbott and edwards valves. Minimum 4 occasions. Behaved normally until the delivery system retrieval. Got stuck. Operators needed to cut the wire in order for it to be removed safely using wire cutters. What troubleshooting steps, if any, resolved the issue? Needed to cut the wire in order for it to be removed safely using wire cutters, what is the next course of action? N/a, patient present at time of event? Yes, patient complications: no patient complications, procedure date: unknown, was issue present upon opening package? No. Question: what was the degree of tortuosity at the aortic arch? Answer: unknown (multiple events). Question: what was the degree and shape of the calcium at the annulus? Answer: unknown (multiple events). Question: any resistance encountered during advancement through anatomy? Answer: no. Question: describe anatomy (bicuspid, tricuspid, gothic arch, acute bend, horizonal aorta, degree of curvature etc)? Answer: unknown (multiple events). Question: how was the procedure completed - were any devices exchanged (if yes, please specify)? Answer: no. Question: what was the degree of the calcium at the femoral (mild, moderate, severe)? Answer: unknown (multiple events). Question: what was the degree of stenosis at the femoral (mild, moderate, severe)? Answer: unknown (multiple events). Question: what was the degree of tortuosity at the femoral (mild, moderate, severe)? Answer: unknown (multiple events). Question: what were possible contributing factors (comorbidities, anatomy characteristics, etc)? Answer: not as I know of. Question: where in the patient anatomy was the difficulty encountered? Answer: unknown, but might be irrelevant - interaction happened between devices, not with anatomy. Question: was there a device interaction with another device? If yes, please explain and provide other product details: answer: abbott and edwards tavi delivery systems, at least 4 occasions. Question: was any device damage noted? If yes, please specify where. Answer: not as I know of. Question: what was the suspected cause of the reported event? Answer: batch issue. Media questions: question: was any imaging performed (angio, cine, CT, 3mensio)? If yes, please note what type of anonymized media is available and where it is located: answer: no. 14apr2025: 1. Were all instances with the same physician? Dr said, "we had several cases in a row" so I believe it is him and other operators. 2. For each of the four occasions: a. Were any abnormalities on the wire seen during prep, or prior to the observation? They said, "behaved totally find until we needed to pull ds out", so answer is no. B. At what point during withdraw did the ds/wire get stuck? Immediately after valve release, during withdraw into sheath, etc. "When we started to pull the ds out". C. Where was the wire cut, in order for removal to be successful? Not available. D. How was the wire cut? "They needed to cut the wire in order for it to be removed safely using wire cutters." E. Where on the tavi delivery system did the safari2 get stuck? Not available. F. On what date did the event occur? Minimum 4 occasions in december 2024 and january 2025. 16apr2025: question: lot number for the safari2 guidewire? Answer: unfortunately, not - not available per the physicians and stock manager. Question: listing and model of all other devices used during the procedure, include the model, brand name, sizes, etc.? Answer: not available. Question: is the end user a new user or experienced user? Answer: unknown. Question: was bav performed? Answer: at least in some cases, yes. Question: was bav successfully completed over the safari2 wire? Answer: physician mentioned that there was no problem with bav so yes for the cases it was performed. Question: was bav catheter removed successfully over the safari2 wire? Answer yes. Question: if the bav catheter was removed over the safari2 wire was there any resistance felt at any point? Answer: no issues observed on that step. Question: was there any damage noted to the safari2 wire after removal from the patient? Answer: apparently yes. They made a photo but can't find it. Question: was the curve of the safari2 guidewire completely constrained within a catheter during insertion into and withdrawal from the body or treatment site? Answer: unknown. Question: were the end users attempting to remove the safari2 guidewires through the delivery system? Answer: unknown. Question: in the physician's opinion, what was the cause of resistance? Answer: "some kind of kink or damage". Question: patient age, weight, and gender? Answer: not available. Question: product was reported as disposed, is there an image available? Answer: no. Question: any additional relevant tests/laboratory data, including dates? Answer: not available. Question: other relevant history, including preexisting medical conditions? Answer: unknown.

Manufacturer narrative:
The device involved in the event was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. The curve of the safari2tm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2tm guidewire curve position to assure safari2tm guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2tm guidewire prior to withdrawing the wire. B. The safari2tm guidewire is pulled back completely into the catheter. C. The safari2tm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The exact event dates for each procedure are unknown; however, it was reported that the events occurred in december 2024 and january 2025. The sections left blank or unknown on this form could not be completed due to unknown or missing information. Attempts to gather further details to obtain the information were made; however, at the time of this report no additional information was available. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.